Manufacturer narrative:
E1 - initial reporter phone (B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved chemoclave vented vial spike, 13mm, 10 units with list number. The customer reported the following issue: ¿during the preparation of a patient's chemotherapy (vectibix), white filaments were observed suspended in the syringe barrel, whereas the preparation should normally be clear and free of particles. The preparation had to be reconstituted in new vials using a needle (without using the spike). This resulted in a loss of time and additional costs¿. There was a delay in the therapy of 10¿15 minute due to medication preparation time. The new preparation was dispensed to the patient and administered. No adverse clinical consequences. No physical defects in the device were observed. There was no patient involvement.